Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity: patient demographics such as age, date of birth, sex, weight, ethnicity and race were not provided. Device evaluated by MFR: a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument¿s performance. The fse inspected the wash/ precision valve assembly and noted dried buffer in valve and excess wear around valve stator. Fse replaced the precision/ wash valve assembly. Fse then performed system check and quality control (qc) which passed, and noted no further issues. In conclusion, the cause of the non-reproducible elevated troponin I (access accutni+3) result is a hardware malfunction.

Event description:
On march 14, 2019, the customer reported that on (B)(6) 2019, a non-reproducible elevated troponin I (access accutni+3) result had been generated on the customer's access 2 immunoassay system (serial number (B)(4)) for one patient sample. The initial elevated access accutni+3 result of 0.812 ng/ml was released from the laboratory. On march 14, 2019, the customer reanalyzed the patient's sample on their other access 2 immunoassay system (serial number (B)(4)) with a result of 0.047 ng/ml. The customer did not report a normal reference range. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was admitted to the hospital and was administered aspirin and lovenox. The customer reported that the patient was also intubated but intubation was not due to elevated troponin level. System check and quality control (qc) was within specifications prior to the event but customer noted qc was failing after the event. Customer recalibrated accutni+3 assay which passed but noted qc still failing. Sample was collected in a lithium heparin plasma collection tube with a gel barrier and was centrifuged in a statspin for 3 minutes at 5100 rpm. Sample was initially tested in primary tube on access 2 immunoassay system serial number (B)(4), and was respun and reanalyzed in primary tube for on access 2 immunoassay instrument serial number (B)(4).